Event description:
It was reported that the heart lung machine (hlm) displayed a 'battery service' message. There were no reported consequences to the patient. No other details regarding the nature of this event were provided.

Manufacturer narrative:
Updated blocks: h3 & h6. The reported complaint was confirmed. The field service representative (fsr) duplicated the reported complaint. The fsr replaced the battery. The unit operated to the manufacturer's specifications. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.